Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the product after treatment. The first photo showed the header area with a hair like particle inside. The second photo only showed the product label and the third photo showed the product. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after use with a revaclear 300 dialyzer, a particulate matter was observed inside the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.